Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the telescope was kinked. Microscope inspection revealed that the imaging window was partially cut. Functional tests showed that the catheter leaks from one side of the imaging window. Impedance testing showed an electrical open 0-10 cm from the distal housing. Based on the evidence, the reported issues are confirmed.

Event description:
Reportable based on device analysis completed on july 10, 2024. It was reported that catheter issues occurred. The 96% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but it could not display the image, and liquid was observed leaking from the side hole. The procedure was completed with another device of the same type. There were no reported patient complications. However, device analysis revealed that the imaging window was partially cut.